Manufacturer narrative:
Upon reception of the subject tablet, the reported issue could not be reproduced. Interrogation of eno, platinium, talentia, reply dr, and alizea devices was performed successfully without any abnormalities. Based on the provided logs, no data was available for (B)(6) 2025. However, logs from (B)(6) 2025, indicate that the interrogation failure was caused by a temporary instability in the communication channel with the cpr4 used in the field. This instability prevented the retrieval of encryption keys and blocked the communication required for device interrogation. The issue was resolved after a forced shutdown and the restart of the tablet. Subsequent interrogations were successful, and no persistent software or hardware defect was identified. The programmer will follow the normal workflow of repair and will return back to the field. This case is recorded for trending purposes.

Event description:
Reportedly, it was impossible to interrogate a medical device even when the cpr4 is changed. The device was turned off and then turned on again, but the same problem persisted. The battery was removed, but the problem remained.

Event description:
Reportedly, it was impossible to interrogate a medical device even when the cpr4 is chnaged. The device was turned off and then turned on again, but the same problem persisted. The battery was removed, but the problem remained.

Manufacturer narrative:
This follow up MDR to change the product from software modules to cpr4 based on the last information received from r&d 10/02/2026 : problem related to perturbation of cpr4. Summary of investigation : upon reception of the subject tablet, the reported issue could not be reproduced. Interrogation of eno, platinium, talentia, reply dr, and alizea devices was performed successfully without any abnormalities. Based on the provided logs, no data was available for november 21, 2025. However, logs from november 19, 2025, indicate that the interrogation failure was caused by a temporary instability in the communication channel with the cpr4 used in the field from the beginning of the interrogation. This instability prevented the retrieval of encryption keys and blocked the communication required for device interrogation. The issue was resolved after a forced shutdown and the restart of the tablet. Subsequent interrogations were successful, and no persistent software or hardware defect was identified. The most likely hypothesis to explain the reported issue is the presence of excessive electromagnetic interference during the interrogation, such as nearby screens, laptop chargers, electrophysiology magnetic sensors, or other telemetry heads. This interference may have interrupted communication and made it impossible to interrogate the implantable. It is therefore recommended to avoid, as much as possible, noisy electromagnetic environments near the telemetry head while a device is being interrogated. The programmer will follow the normal workflow of repair and will return back to the field. This case is recorded for trending purposes.

Event description:
Reportedly, it was impossible to interrogate a medical device even when the cpr4 is changed. The device was turned off and then turned on again, but the same problem persisted. The battery was removed, but the problem remained.